Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vascular access artery. A 7.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured at 5 atmospheres and was never inflated. The device was removed via guide catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (#ps3010). The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband, which confirms the event. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple kinks along the length of the shaft.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vascular access artery. A 7.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured at 5 atmospheres and was never inflated. The device was removed via guide catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.